Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including stress, shock, patient impedance, and defib cycle tests without duplicating the report. A review of the device log suggests the event date may have been december 18, 2024. There are instances of poor pad contact, check pads, and ECG lead off. There was one attempt of analysis, but it was halted with poor pad contact and check pads messages. There is no indication from the log that the device has a malfunction. If therapy electrodes are not making good contact with the patient's skin, the unit issues advisory messages "check pads" and "poor pad contact" and does not allow delivery of energy. The customer was contacted for additional information about electrode pads used, placement, and preparation but we were unsuccessful working through a third party biomed. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.